Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The distal anchor, distal plug, and proximal anchor were not returned. The insertion device has bio debris on it but no other visible defects. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod. The orange (2) larger knob will rotate the outer barrel/forks but doesn't move it up or down. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A clinical review states that one undated photo of the device was provided for review and confirms the reported breakage. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include unintended excessive force on insertion or off-axial insertion. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an acl reconstruction surgery, the healicoil anchor broke while implantation, the broken pieces were removed from the patient by suction. The procedure was completed with non-significant surgical delay, using a back up device in the originally drilled bone hole, and no void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.